Manufacturer narrative:
The customer contacted the siemens customer care center (ccc). Ccc instructed the operator to run the dcp twice without connecting the cleaning solution bottle, with the water bottle attached, and to perform an automated system prime. The operator ran quality controls, resulting within range. The cause of the discordant, falsely low bnp result was due to a user error. The instrument is performing according to specifications. No further evaluation of the device is required.

Event description:
The operator of an advia centaur cp instrument stated that all quality controls are out of range. The operator discovered that after the daily cleaning procedure (dcp), the previous shift had not disconnected the cleaning solution bottle from the instrument and the water bottle was not re-attached. Quality controls were not run after the dcp. A discordant, falsely low brain natriuretic peptide (bnp) result was obtained after the dcp on one patient sample on an advia centaur cp instrument. The discordant result was reported to the physician(s). The sample was repeated after troubleshooting on the same instrument, resulting higher. The corrected result was reported to the physician(s). There are no known reports of patient intervention or adverse health consequences due to the discordant, falsely low bnp result.